Event description:
It was reported the patient received the following results within 15 minutes: a reading in the 300's mg/dl and a reading in the 90's mg/dl (system 1) and either 81 mg/dl or 82 mg/dl (system 2). The same vial of strips was used for each reading.